Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the pump was powered on with functional and audible alarms. The initial complaint was unable to be duplicated. The pump was opened and there were no defects found. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging audio tone/vibration (audio tone issue). It was reported that the pump was making repeated chirps and vibrating sounds. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.